Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue. It was reported that the patient's blood glucose was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. The reported health event does not qualify as a serious injury. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because an inaccurate delivery issue of unknown cause was alleged.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box data indicated that the last basal delivery and last bolus delivery were on (B)(6) 2016. The black box showed the pump was not in use from (B)(6) 2016. The pump booted to the verify screen with no issues. During testing, the ez-prime steps were successfully completed. The ezcarb and ezbg bolus were manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump tdd correctly reflected 24.0u after 24hr duration test on 1.0u/hr basal program. No alarms or warnings occurred during testing. The complaint of a history settings issue was not duplicated during investigation. There was no defect found.